Manufacturer narrative:
Patient information was unavailable from the site. Onsite functional and visual examination was performed by a manufacturer representative. The representative reinstalled the software and the issue was resolved the system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the an image was taken and transferred to the mobile view station (mvs). Then when the image was being pushed to the navigation system it displayed a spinning wheel indicating that it was receiving the exam, however after 10 minutes the navigation system still had not received the image. The representative tried to manually push the image with the nav tag but the navigation still had the scrolling progress behavior as before. The representative then rebooted the systems and started from scratch, confirming the igs servers verified, correct navigation was selected, and that the imaging pendant had the three green checks. The representative took another spin and saw the same behavior. Navigation aborted navigation and switched to a c-arm to finish the case. There was no reported impact to patient outcome and a reported delay of less than one hour.

Manufacturer narrative:
Additional information: patient demographics and additional information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that this issue occurred pre-operatively, during the first spin with the imaging system. The surgeon continued the procedure without the use of the navigation system. The issue was not resolved during use and the site was unable to use navigation. There was a surgical delay of 15 minutes due to this issue.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine root cause of the reported behavior. Logs indicate there was an issue with the patient database preventing the transferred images from being loaded into the patient. The logs do not however indicate the root cause of the issue. This case may be re-opened if additional information is received. If information is provided in the future, a supplemental report will be issued.